Event description:
It has been reported to philips that fluoroscopy failed. The issue was found during clinical use; which resulted in a delay to therapy. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by using the portable c-arm. The philips field service engineer (fse) inspected the system onsite and confirmed that the system fluoroscopy failed. Upon troubleshooting, fse found that the issue was due to defective micro switch in wired footswitch. The cause of the wired footswitch failure could not be conclusively determined by the supplier's part analysis, however the replacement of the wired footswitch by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.